Manufacturer narrative:
(B)(4). On an unreported date approximately six months prior to the receipt of this report, the patient experienced an umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was unknown if the hernia worsened with peritoneal dialysis therapy. The hernia was manifested by occasional abdominal pain. It was not reported if the patient was hospitalized for the hernia. There was no medical intervention for the hernia at the time of this report. Dianeal therapy was ongoing. The patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient reported that they had the hernia for over a year, and there is a ¿large bubble¿ in the stomach. At the time of this report the patient remains not recovered from this event. The device was not returned for evaluation; therefore, a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.